Event description:
Pt was undergoing a right lower lobe lung resection due to malignancy. During procedure, the endobronchial blocker was accidentally sutured to the lung by the surgeon. Upon removal, a "gentle" force was used and the blocker came free with a small piece of tissue attached, which resulted in development of an air leak (bronchopleural fistula), and required immediate surgical correction. Additional info states the product did not malfunction.